Event description:
Surgeon was using a gelport device and while the device was deployed in the abdominal cavity of the patient, the clear plastic ripped while surgeon was using device. The device was completely removed from the patient. Protocol followed for possible retained foreign body. No harm to patient, a new gelport device was opened and procedure concluded without incident.